Event description:
It was reported that customer accidentally ripped out two infusion sets and having java errors while generating the report for care link. Customer stated she few high blood glucose from miscalculating the insulin needs. Offered the customer to be transferred to help line but declined. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)